Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2015 while at home. The pt's roommate reported that he found the pt dead in his bed. The device was alarming to call for help so the roommate called ems. Ems transported the pt to the ER and performed CPR. Per review of the event, the device detected and alarmed for asystole eleven times between 14:32:37 and 14:53:11. Six arrhythmias and three add'l asystole events were detected between 14:53:11 and 14:58:41. The ECG recording revealed that the pt's rhythm was asystole with intermittent cardiac activity during these alarms. At 15:26:20 the device alarmed and the ECG recording revealed asystole with CPR artifact. At 15:33:14 the pt received an inappropriate defibrillation. CPR artifact contributed to the false detection. The post-shock rhythm was bradycardia at 20bpm with CPR artifact. A second inappropriate defibrillation was delivered at 15:33:48 while in bradycardia. Oversensing contributed to the false detection. Asystole is considered a non-shockable rhythm. The response buttons were not pressed during the event.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The monitor was fully functional and able to detect and treat a pt. Belt sn (B)(4) has not yet returned for eval. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the event. Monitor sn (B)(4). Electrode belt sn (B)(4), mfg date: 04/2013.